Manufacturer narrative:
H10: based on medical opinion, the issue is expected and not related to any device malfunction. In fact, if patient pressure is high and pressure in the pump is low, the sensor will sense minus blood flow and therefore will stop the pump. This is an expected behavior of the device. The issue is most likely related to circuit/patient connections. Based on the above assessment, the event has been re-evaluated as not reportable.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that negative flow sensor of an essenz hlm system continuously set off alarm prior to go on bypass procedure. In detail, initially the arterial clamp was open, rpm's up and manual clamp on proximal to the flow sensor, then the negative flow alarm closed the clamp and decreased the rpm's. This occurred continuously prior to give volume and go on bypass. At the end of the case the perfusionist was bringing the pump speed higher than 2300 rpm's and still could not keep the arterial clamp open. After exiting the case, the cardioplegia pump would not flow. Perfusionist went to go to last case, and all the alarms turned back on. He had to turn off all alarms and then went to cardioplegia, hit the blue play button and the pump went to rpm's of 90 and flow close to 600. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz hlm system. The incident occurred in traverse city, michigan. Through follow-up communication livanova learned that it seemed like the flow sensor, sensing the patients pressure, caused the arterial clamp to close. In addition, it was learned that: - the arterial clamp was already opened, then it closed from negative flow, possibly when the surgeon took off the clamp at field; - likely clamp was opened coming off bypass by manually clamping the arterial line, which keeps the rpm¿s up. Then the perfusionist went to give volume and couldn't because the arterial clamp closed; - the issue has not been observed again during the next cases, because the perfusionist decided to manually clamp distal to the flow sensor. This allowed forward flow before the flow sensor could sense negative flow. - regarding the fact that the cardioplegia pump would not flow, the perfusionist exited the case and the cardioplegia pump would not turn to take out tubing. Customer added different tubing to the pump in order to pump volume to a bag. Then the perfusionist went to ¿last case¿, but all the alarms came on and he had to turn off the alarms, so then he then went to cardioplegia screen and hit the blue start. The pump turned on and went very fast. - cardioplegia pump could not be turned manually. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.